Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported: "cannot use the foot pedal, it keeps exposing x-ray active, had to do emergency shut down." The customer reported that the system showed signs of continuing to emit x-rays when the foot switch was released. There was no patient injury or death reported.